Event description:
The pump reportedly gave bolus doses without patient request. The pump was set to infuse morphine 100mg/50ml normal saline, pca does of 0.4 mg with a 10 minute patient lockout. A nurse observed that the display indicated 5 bolus requests had been made and one bolus dose had delivered. The nurse was present at the time and reports that neither she nor the patient made any pca requests.